Manufacturer narrative:
This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. Evaluation summary: the cause is that the air containing moisture that has entered the objective lens / led condenses due to temperature changes and causes fogging. As a result of investigating for the returned scope, we confirmed that a breakage of kapton tape wound around cmos unit inside the scope distal end. It caused that the electrical safety test in emea to fail.

Event description:
The image gets foggy, the electrical safety test failed (detected during the service inspection in pentax medical (B)(4)). This event occurred at the time of before use. There was no report of patient harm.